Manufacturer narrative:
Common device name: additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to a broken trochanteric fixation nail and a nonunion. The patient was originally treated for a femur fracture due to a bone lesion in the femur (due to metastatic cancer) on (B)(6), 2013. On an unknown date, during a routine follow-up, the surgeon confirmed via x-ray that a nonunion was present and the nail was broken. The surgeon explanted all hardware. The patient was implanted with another nail and the surgery was completed successfully with no reported delay in the surgical time. This is report 2 of 2 for (B)(4).